Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. A manufacturing record evaluation was performed for the finished device batch phz679 and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty opened foil and a used needle of product code vcpb947h, lot phz679. The failed sample was not returned for evaluation. As no suture was returned for evaluation, we are unable to investigate further to the issue. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken during use. There were no adverse consequences to the patient.